Event description:
It was reported that the device exhibited possible premature battery depletion during a follow-up in clinic. The patient was asymptomatic. The device was explanted and replaced. No further information is available at this time.

Event description:
New information received on (B)(6) 2017 indicated an estimated longevity/diagnostics anomaly which could have been related to the previously reported premature battery depletion. No patient symptoms reported.